Manufacturer narrative:
Date sent to the FDA: 10/19/2022. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2011 during which the surgeon noted the hernia was adherent to both the top layer and the bottom layer of the mesh. The bottom layer of the previous mesh was somewhat folded onto itself and was not contributing very much to the repair. It was reported that the patient experienced mesh folded onto itself and adhesions. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/24/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.